Event description:
Additional information received from the consumer reported that they did her replacement on (B)(6) 2015. They replaced the old lead and implantable neurostimulator (ins) because the old lead was broken. She had leakage at the time and did not remember when it started. She always had a little bit of leakage. A follow up report will be sent if additional information is received.

Event description:
The consumer reported the lead was damaged and was replaced. The implantable neurostimulator was replaced at the same time. No symptoms or troubleshooting done in regards to the event was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v466235, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there was no trauma or event that they knew of that led to the reported lead damage. The patient also indicated that they experienced symptoms of "leaking."